Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Customer's continuous glucose monitor read "high"; however, a specific blood glucose (bg) value was not provided. Resumed insulin via pump to address bg level. Reportedly, the customer cleaned the speaker holes, reloaded the cartridge, and insulin delivery was resumed.